Event description:
It was reported that on (B)(6) 2026 at 06:49:04, the nkv-550 ventilator unexpectedly powered down. A critical red visual alarm began flashing and the ventilator ceased delivering mechanical breaths. Absence of ventilation was confirmed via waveform capnography on the patient monitor. At 06:49:28, the ventilator began to power back on. By 06:49:50, the patient was being manually ventilated by a respiratory therapist at the bedside. At approximately 06:50:00, the ventilator completed the power-on sequence. During the event, the patient became bradycardic temporarily. At approximately 06:56:00, the patient was placed on a replacement ventilator, and vital signs were reported to be stable. A review of the device logs confirmed that a momentary cpu reset occurred, with ventilation recovery occurring within 16 seconds. By design, audible and visual alarms are annunciated during a momentary system restart.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Evaluation has been completed. Refer to the attached failure investigation summary report for detailed findings. Related report numbers have been included.